Manufacturer narrative:
Rewind anomaly not found during testing. Insulin pump passed the self test, rewind test, prime or seating test, occlusion, basic occlusion test, force sensor test and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer's blood glucose was 155 mg/dl at the time of incident. The customer stated that they were trying to change out the reservoir and the insulin pump was not able to rewind and it was stuck in the middle. Troubleshooting was not performed and the device will be returned for analysis.